Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The field service engineer investigated the anesthesia system at the hospital and concluded that the patient cassette (expiratory flow meter) caused the reported system check out failure and needed to be replaced. No information has however been received confirming the replacement of the patient cassette. The requested device logs were not received and failure cannot be confirmed. According to received information, the issue was caused by a defective patient cassette but the true cause cannot be determined.

Event description:
It was reported that the flow transducer test failed during system check out. There was no patient involvement. Manufacturer's ref #: (B)(4).